Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 5 months. The pump remains in use supporting the patient. Additional information was requested, but was not provided. Further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the patient passed out while at home. Emergency services arrived and for an unknown reason replaced the patient¿s system controller. The nurse practitioner reported that it¿s still unclear why the patient lost consciousness; however, the patient had some dizziness the day before. Echocardiogram results were pending at the time of the report. The patient¿s blood pressure and volume was reported as ¿ok¿. Log files were submitted to the manufacturer¿s technical services for review and the pump appeared to be operating as expected. Additional information was requested from the hospital staff but none was provided.

Manufacturer narrative:
The pump remains in use supporting the patient and no further related events have been reported. A correlation between the device and the reported loss of consciousness could not be conclusively determined. Evaluation of the submitted system controller log files revealed that the pump was operating as expected. A review of the device history records found no deviations from manufacturing specifications. Multiple requests for additional information were made; however, no further information was provided. The manufacturer is closing its file on this event.